Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other six proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. All related components were not returned with the device, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the moderately calcified left common femoral artery (lca) and the moderately calcified right common femoral artery (rca) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 6fr and during the aaa procedure the sheath was upsized to an 14fr sheath. Reportedly, a cuff miss occurred with six devices. A seventh device was used; however, could not be inserted and the shaft bent. Two additional proglide devices were used to achieve hemostasis following the aaa procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.